Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, fracture of the femoral component of the tkr, additionally the tibial component had wear from the femoral fracture, all components were revised.

Manufacturer narrative:
Due to additional information received, the following updates have been done for this report: 1- incident description has had a minor update in section b.5. 2- lot number has been updated in section d.4. 3- section d.9 has been updated.

Event description:
Allegedly, the patient experienced pain and fracture of the femoral component. Additionally, the tibial insert has worn from articulation with the fractured femoral component. All components were revised.